Event description:
It was reported that during a procedure treating the liver removal difficulties were encountered. The physician was trying to remove the accustick ii system .038 introducer out of the pt over an unspecified wire. It was during the removal of the introducer and pulling on the device that it snapped into pieces. A non bsc wire was used with this device. The user had to use an unspecified balloon to get the distal segment which was still over the wire but inside the pt out. The balloon was inflated and the device segment was retrieved. Went in with another of the same device and was able to complete the procedure. The pt status is listed as ok with no complications reported.

Manufacturer narrative:
.